Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient experienced an unspecified adverse event requiring assistance of emergency personnel while the patient was off the pump due to a short battery life issue. The reporter did not provide details of the alleged adverse event but stated that the patient had been off the pump for five days leading up to the incident. The reporter noted that the patient had discontinued the pump due to a recurring short battery life issue. During troubleshooting, the reporter confirmed that there were low battery warnings in the pump histories and that the issue had occurred with multiple batteries. This complaint is being reported based on the allegation that the patient experienced an unspecified adverse event requiring medical intervention while the patient was off the pump due to a short battery life issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-oct-2018 with the following findings: the pump's history from the date of the event have been overwritten due to continued use of the device. The pump's current draws were within specifications.